Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Orientation idler gear, release button the analysis results showed that one device was returned in good visual condition and with a reload present. The reload was received fully fired. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; no functional test could be performed with the returned device. The returned device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, device remained closed on the tissue. When the surgeon closed the stapler, it locked on the stomach and remained closed on the tissues. It would not cut nor staple, and the surgeon had many difficulties to open the stapler (even with the safety button). Another device was used to complete the procedure. There was no patient consequence.